Event description:
It was reported the subject device displayed a b30 error code (scope communication error) and that the screen was noisy. The issue occurred during a diagnostic bronchoscopy which was completed with a competitor device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.